Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg wound site has been healing improperly. The patient has also been experiencing swelling and redness at their ipg wound site. In turn, a blood test was performed and the patient was administered antibiotics.

Event description:
It was reported during follow up that the patients scs system was explanted and the patient was prescribed antibiotics, resolving the issue.